Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to all battery pins being loose. Physio tightened all battery pins to specification, and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off and then powered back on by itself during a patient event. This issue occurred when the customer was monitoring the patient. This issue is patient related; however there was no adverse patient outcome reported. The customer advised that no further details on the patient or the event are available.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off and then powered back on by itself during a patient event. This issue occurred when the customer was monitoring the patient. This issue is patient related; however there was no adverse patient outcome reported. The customer advised that no further details on the patient or the event are available.